Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Event description:
Later, healthcare professional reported "rupture". Afterwards, healthcare professional reported "a few cysts are present in both breasts", "breast pain", and "lymph node"; mammogram, x-ray, radiograph, and ultrasound performed. Later, healthcare professional reported "large disruption of left implant shell". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6b, h6.

Event description:
Patient reported left side rupture (confirmed by physician). Healthcare professional reported pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, stress marks and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.